Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis is performed, this report would be updated at that time.

Event description:
It was reported that this pacemaker after being used as a temporary pacing support was in a safety core status due to recording three power resets. This indicates the device lost power three times and there is no way for the device to recover. Therefore this device should no longer be used. This issue was not discovered until after this device was electively removed from service. No adverse patient effects were reported.